Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the erosion/wound opening was undetermined. The patient is diabetic, poor wound healing. The pump was removed and replaced. The pump was used to deliver hydromorphone 50mg/ml at 18.023 and bupivacaine 125.0 mcg/ml at 45.06 mcg/day

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j10823r57, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone and bupivacaine via an implanted pump. The indication for use was non-malignant pain. Following a pump replacement the pump "kept ripping open the stitches." The wound opened to where the pump was visible so they called it contaminated. The pump was replaced. The concentration, dose and therapy dates as well as concomitant drugs, the cause of the event and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.